Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the elective replacement indicator (eri) after approximately 31.5 months. The physician expressed dissatisfaction with regard to device longevity. Another guidant crt-d was subsequently implanted.